Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant. Information was not provided by the customer if the outcome was device or therapy-related.

Manufacturer narrative:
Section d9: correction: product not returned. Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. It was reported through the outcome that the patient underwent a transplant. Information was not provided by the customer if the outcome was device or therapy related. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14aug2020. No further information was provided. The manufacturer is closing the file on this event.